Event description:
It was reported that the system had a generator failed error. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The kv control pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.